Event description:
Boston scientific received information regarding this implantable cardioverter defibrillator that during threshold testing, telemetry interference led to adverse patient symptom. The patient had been sitting near the programmer at the time of testing, during which the boston scientific local area sales representative could not get the test to stop. The device kept decrementing and telemetry could not be regained. The patient blacked out as a result. The patient recovered once the pacing was restored and was not injured. The patient was noted as having complete heart block. The local area sales representative noted that he normally does not use zip telemetry with heart block patients. The local area sales representative also noted that the programmer had been about one foot above the plane of the device. The back of the programmer had been facing the wall, and the patient's back had been adjacent to the wall as well.

Manufacturer narrative:
The boston scientific technical services consultant explained how a marginal link can keep the test running without being able to accept the command to stop. Usually, the user should be able to touch the cancel telemetry button to stop the test. It was suspected that the radio frequency signal quality must have been varying rapidly. To date, information suggests that this medical device and the associated programmer remain actively in service.